Manufacturer narrative:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system displayed a frame rate error. The first system reboot did not fix the issue, however, the second system reboot did and the surgeon was able to proceed with less than 1 hour of extended surgery time and no impact on patient outcome. On site investigation of the system was conducted, the pleora box along with the mobile viewing station's umbilical cable were replaced. Analysis of the replaced parts found no faults as they were tested and passed all tests. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system displayed a frame rate error. The first system reboot did not fix the issue, however, the second system reboot did and the surgeon was able to proceed with less than 1 hour of extended surgery time and no impact on patient outcome.